Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the patient¿s blood glucose was high. The customer¿s blood glucose level was 240mg/dl at the time of the incident. The customer's wife reported that her husband's blood sugar has been running really high (in the high 500'smg/dl) and that she had to give him injection shots. The customer's wife reported that she had tried changing out the infusion set three times in the last three days and that hasn't resolved the issue. The customer's wife stated that her husband's endocrinologist increased the basal rate by 0.05 last wednesday. The patient's current blood glucose was 453 mg/dl. The customer had tightness of the chest related to their high blood glucose and was feeling very sleepy. The customer was suggested to call the healthcare professional and following the instructions or call back to troubleshoot. The customer was advised that the symptoms they have expressed may be indicative of the possible onset of diabetic ketoacidosis. The customer had a stroke previously. The drive support cap appeared normal (slightly indented). The customer reported that they are unsure if the bolus wizard is programmed accurately. The customer was referred to the healthcare professional for correct settings. The customer does not have the tubing clamp to perform the test. The customer will call back after receiving tubing clamp. The insulin pump will not be returned for analysis.